Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 120 mg/dl. The customer stated that the down and act buttons did not click when pressed. She complained that she had to press several times to garner a response. She also reported that when she was trying to set up the insulin pump's settings, she observed that the settings were different on her replacement insulin pump. She stated that she could not get the device to go to 0.8 units, although troubleshooting allowed her to do so. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.